Event description:
The patient was injected in the marionette lines and chin. The patient allegedly developed swelling, redness, and induration around a week later. An abscess was drained and a culture was performed. The patient was treated with clindamycin, then augmentin. Patient was later treated with vitrase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.